Event description:
It was reported that the patient underwent a surgical procedure to revise this ambicor penile prosthesis (app) due to left cylinder aneurysm resulting in inflation and deflation issues. The app was explanted and replaced with a new app with no clinical consequences to the patient.